Event description:
This patient reported through an online forum that they had no idea that the vns was malfunctioning. The paramedics believed the patient was having seizures and took the patient to the ER, when they realized there was a problem with the vns. The neurologist had to rush to provide the patient with a magnet as the patient did not have one with them. A few months after the incident the patient stated that they had asystole that occurred with stimulation even six years post-op. It was stated at a later date that the patient¿s doctor did not want to perform a system diagnostic test as the patient believed that the stimulation would stop their heart. No other relevant information has been received to date.